Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(4) 2022, it was reported by a sales representative via sems that the holding prongs on an ar-8973-01 targeting guide broke off. This occurred on (B)(6) 2022 during a fibular nailing procedure, the case was completed with no patient effect reported. No additional information provided.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that both of the tabs at the end of the c15790-01 hub attachment tube are broken and the end of the tube is cracked. The broken piece was not returned for investigation. The most likely cause of the observed condition is prying/leveraging and/or interference with other instrumentation during use.